Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f353 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f353 for the reported issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4)

Event description:
The customer called to report a system pressure dome membrane leak that occurred during a patient treatment. The customer mentioned that no alarms occurred before or after the reported incident. The patient was in stable condition and no intervention was needed. The customer will not be returning any products back for investigation.